Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer successfully loaded a new cartridge from a different box, using three cartridges in the process, and was able to complete the loading process and resume insulin delivery. The customer also requested replacements for the cartridges used.